Manufacturer narrative:
Device evaluation: the explanted pump and the system controller exchanged due to it not communicating with the system monitor were returned for evaluation. The report of driveline fault alarms, low speed events and pump stoppages were confirmed through the evaluation of the submitted system controller log files; however, a cause for these events could not be conclusively determined. The log file captured low speed events and pump stoppages on (B)(6) while the system was connected to the power module. Based on previous complaint experience, the captured events appear consistent with a potential driveline issue. The evaluation was unable to conclusively determine the specific cause of the reported events; however, the entire driveline was not returned for evaluation. The log file retrieved from the returned system controller indicated that the system controller went into backup mode after 3:39 am on (B)(6) 2017. The submitted photo and video also captured the system controller in backup mode. Backup mode is associated with a ¿replace controller¿ and ¿controller fault¿ message on the lcd with a yellow wrench advisory, a loss of system monitor communication, and illumination of only one of the two green pump running leds. The returned system controller was functionally tested and found to operate as intended. The pump was returned assembled with the driveline severed approximately 11 inches from the pump housing and the distal portion was not returned. The pump appeared to have been exposed to a fixative agent. Evaluation of the pump did not reveal any device related issues. Upon disassembly, visual inspection of the blood-contacting surfaces revealed no evidence of adhered depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope did not reveal any anomalies related to wear or damage. The driveline was evaluated and examination of the outer silicone jacket did not reveal any signs of damage. No damage to the bionate was observed. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the metal braided shield revealed breakdown approximately 8.5 inches from the pump housing. Visual inspection of the underlying wires did not reveal any signs of wire insulation damage. High potential testing did not reveal any insulation breaches that would have contributed to an electrical short or the driveline fault. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. Following functional testing, the pump was connected to the returned system controller and made to operate for 30min on a mock circulatory loop. No driveline faults or any other alarms occurred and the device functioned as intended. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient received a heart transplant on (B)(6) 2017.

Manufacturer narrative:
The previous driveline replacement was reported under medwatch MFR. Report # 2916596-2017-01078. (B)(4). Approximate age of device ¿ 2 years and 5 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported on (B)(6) 2017, driveline fault alarms since percutaneous lead (driveline) replacement occurred, and was admitted into the hospital on (B)(6) 2017 as status 1a for a heart/kidney transplant. During the night the patient and staff noticed that the driveline fault alarm was reoccurring more frequently than every 4 hours, and that the system controller screen was blank and the green running symbol was off. The hum of the lvad indicating the device was operating could be heard on auscultation. The lvad clinician was unsure if the pump stopped during the initial incident and turned back on, as the patient was asleep when it happened and woke up to the alarm. It was reported that the system controller would not communicate with the system monitor. Original x-rays showed thinning of the driveline shield internal to the patient. A few hours later, the symbols and system controller screen were functioning again. The clinical screen displayed ¿not receiving data¿. The system controller was exchanged. On (B)(6) 2017, it was reported that pump stoppages and low speed advisories were occurring. The manufacturers technical services representative confirmed the event via log file analysis, and reported a potential short with the driveline. The patient was not a candidate for another driveline replacement. The patient remained listed as 1a status for a transplant while a potential device exchange was considered.